Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: additional narrative: during service/repair the following was observed (technician note): after replacing the trigger, it was found that the motor was low in power, and therefore the motor had to be replaced. As this defect was only identified after the pre-test, I am unable to provide the torque result. Motor changed and handpiece is working within specifications. During the service evaluation the following failures were identified: functional : sticky trigger functional : insufficient/low power conclusion: ¿ failure reported is confirmed ¿ root cause: faulty parts (3210) ¿ action: repair.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that the trigger was stuck on the battery handpiece device. It was not reported if the device was used in surgery. There were no reports of surgical delay. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.